Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /physical pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), back pain ("back pain"), headache ("frequent headaches"), fatigue ("chronic fatigue") and anxiety ("emotional anguish"). The patient was treated with surgery (complete hysterectomy to remove the coils). Essure was removed. At the time of the report, the pelvic pain, weight increased, back pain, headache, fatigue and anxiety outcome was unknown. The reporter considered anxiety, back pain, fatigue, headache, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-sep-2018: summons received. Events added from summons did not undergo confirmation test, emotional anguish. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /physical pain/pain') in an adult female patient who had essure (batch no. 808007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "did not undergo confirmation test." The patient's medical history included pregnancy in 2008 and preterm labor (child was born at 27 weeks). Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: gain") and experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced fatigue ("chronic fatigue/fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and insomnia ("other injury(ies) or complication (s) please describe: insomnia"). On an unknown date, the patient experienced back pain ("back pain/back pain"), headache ("frequent headaches"), anxiety ("emotional anguish") and endometrial disorder ("fluffy endometrial tissue"). The patient was treated with naproxen (motrin) and surgery (complete hysterectomy to remove the coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, back pain, fatigue, dyspareunia, vaginal discharge, insomnia and alopecia had resolved and the headache, anxiety and endometrial disorder outcome was unknown. The reporter considered alopecia, anxiety, back pain, dyspareunia, endometrial disorder, fatigue, headache, insomnia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date was 2009. Current weight 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.762 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs: dyspareunia, vaginal discharge, insomnia, alopecia, device difficult to insert and fluffy endometrial tissue were added. Patient's medical history was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /physical pain/pain') in an adult female patient who had essure (batch no. 808007-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included pregnancy in 2008 and preterm labor (child was born at 27 weeks). Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: gain") and experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced fatigue ("chronic fatigue/fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and insomnia ("other injury(ies) or complication (s) please describe: insomnia"). On an unknown date, the patient experienced back pain ("back pain/back pain"), headache ("frequent headaches"), anxiety ("emotional anguish") and endometrial disorder ("fluffy endometrial tissue"). The patient was treated with naproxen (motrin) and surgery (complete hysterectomy to remove the coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, back pain, fatigue, dyspareunia, vaginal discharge, insomnia and alopecia had resolved and the headache, anxiety and endometrial disorder outcome was unknown. The reporter considered alopecia, anxiety, back pain, dyspareunia, endometrial disorder, fatigue, headache, insomnia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date was 2009. Current weight 209 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.762 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number reported (808007) is invalid. Most recent follow-up information incorporated above includes: on 5-jun-2019: update of ptc information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /physical pain/pain') in an adult female patient who had essure (batch no. 808007-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included pregnancy in 2008 and preterm labor (child was born at (B)(6) weeks). Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: gain") and experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced fatigue ("chronic fatigue/fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and insomnia ("other injury(ies) or complication (s) please describe: insomnia"). On an unknown date, the patient experienced back pain ("back pain/back pain"), headache ("frequent headaches"), anxiety ("emotional anguish"), endometrial disorder ("fluffy endometrial tissue") and abdominal pain ("pelvic/ abdominal, back"). The patient was treated with naproxen (motrin) and surgery (complete hysterectomy to remove the coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, back pain, fatigue, dyspareunia, vaginal discharge, insomnia, alopecia and abdominal pain had resolved and the headache, anxiety and endometrial disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dyspareunia, endometrial disorder, fatigue, headache, insomnia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date was 2009. Current weight 209 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.762 kgs. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Lot number reported (808007) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : new events added : "abdominal pain" was added. Outcome of events, "abdominal pain" were changed to "recovered/resolved". Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conduct "FDA" review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /physical pain/pain') in an adult female patient who had essure (batch no. 808007-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "device insertion difficult" and device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included pregnancy in 2008 and preterm labor (child was born at 27 weeks). Previously administered products included for an unreported indication: mirena from 2008 to 2010. Concomitant products included paracetamol (tylenol). On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: gain") and experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced fatigue ("chronic fatigue/fatigue"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and insomnia ("other injury(ies) or complication (s) please describe: insomnia"). On an unknown date, the patient experienced back pain ("back pain/back pain"), headache ("frequent headaches"), anxiety ("emotional anguish") and endometrial disorder ("fluffy endometrial tissue"). The patient was treated with naproxen (motrin) and surgery (complete hysterectomy to remove the coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, back pain, fatigue, dyspareunia, vaginal discharge, insomnia and alopecia had resolved and the headache, anxiety and endometrial disorder outcome was unknown. The reporter considered alopecia, anxiety, back pain, dyspareunia, endometrial disorder, fatigue, headache, insomnia, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: previously reported insertion date was 2009. Current weight: 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104.762 kgs. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number reported (808007) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.